Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she couldn't get her infusion set to work and that it wasn't her fault that the company sent her the wrong reservoir. Customer's blood glucose was 447 mg/dl. Customer treated her blood glucose with the pump.